Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. Subsequently, the customer experienced an elevated blood glucose (bg) level, and a ketone level identified as dangerous by healthcare provider. Reportedly, the customer¿s continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. The customer delivered a manual injection of insulin to address high bg. Customer changed pump supplies to address the issue.